Manufacturer narrative:
Continuation of d10: product ID: 37642, serial# unknown, product type: programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37642, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient representative that the patient was could not connect with the patient programmer (pp) when the antenna was attached and saw the 'poor communication' screen. The caller stated that the batteries had been replaced. The programmer could connect when the antenna was removed. The caller was able to connect with the programmer, and therapy was on. Group c was at 4.70. The patient was scheduled to have an MRI the following morning. The agent reviewed that the MRI eligibility form might need to be filled out by the healthcare provider. No symptoms were reported.